Manufacturer narrative:
According to the radiometer investigations, the product did not fail to meet its specifications and the root cause was concluded to be pre-analytical handling. Hence, the product worked as intended.

Event description:
According to the complaint, the customer experienced discrepant results on cthb (total hemoglobin) when using an abl90 flex plus analyzer (serial number:(B)(4). Comparison was made with the counting method (haematology). File number - abl results count result units (B)(6) - 13,4 13,2 g/dl , (B)(6) - 12,2 1 0,4 g/dl , (B)(6) - 8,2 7,4 g/dl , (B)(6)- 12,9 12,4 g/dl, (B)(6) - 9,9 9,7 g/dl, (B)(6)* 7,1 10,5 g/dl, (B)(6)* 4,1 12,2 g/dl , (B)(6) - 7,7 8,2 g/dl , (B)(6) - 16,7 15,5 g/dl , (B)(6) - 10,3 10,4 g/dl , (B)(6) - 10,8 10,6 g/dl , (B)(6) - 12,7 12,4 g/dl, (B)(6) - 10,3 10,1 g/dl , the customer reported the abl90 flex plus measurements 7,1 and 4,1 g/dl (marked with asterisks on the file numbers) as false low based on the comparison measurements and the patient's general health.